Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The phenom 21 was passed through the pipeline and placed another ped 2.75 x 16, covering the aneurysm and the first ped. There was no indication of pipeline braid deformation. The cause of the migration was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline vantage migrated after deployment. The patient was undergoing treatment for an unruptured, saccular aneurysm located at the bifurcation of the right middle cerebral artery. The max diameter was 3.4mm x 2.9mm, and the neck diameter was 3mm. The landing zone was 2.3mm distal and 2.63mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. It was reported that the pipeline had been implanted at the intended location with wall apposition achieved. The side branch of the bifurcation of the middle cerebral artery were covered by the pipeline. They released the pipeline so as to cover the entire neck of the aneurysm, and looked for the fin with the phenom 21 and removed it. When the control imaging was done the stent had migrated to the beginning of the middle cerebral artery, completely outside the neck of the aneurysm. The patient did not experience any symptoms, injury, complications, or additional medical/surgical intervention. It was noted that hospitalization was extended by 30 minutes. Angiographic results post procedure were said to be satisfactory. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom plus catheter, phenom 21 microcatheter, and avigo guidewire.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline vantage shield pushwire was returned for analysis within shipping box; within a plastic bio-pouch. The braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of migration after deployment could not be confirmed as the braid was not returned. Possible causes of failure include ped incorrectly sized to patient vessel, and poor braid placement and/or wall apposition. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.